Manufacturer narrative:
The customer¿s complaint of lamp malfunction was confirmed. Onsite evaluation completed, the field service engineer (fse) assisted customer in replacing the lamp following the user's guide. The fse ensured that the unit was fully functional after the replacement of the lamp. Lamp lit and auto brightness was functional. The cause was traced to a component failure. No further information was reported.

Event description:
The customer reported to olympus the lamp was dim and requested the lamp be replaced. There was no patient injury reported.